Event description:
It was reported via phone call that the customer's insulin pump shuts off without warning. It was also reported that the insulin pump received a weak battery alarm as well as a failed battery test. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.